Event description:
It was reported to philips that the heartstart xl defibrillator could not electrode-discharge. It was clarified that the device can discharge normal but the defibrillation handle cannot discharge. There was no pt involvement.

Manufacturer narrative:
(B)(4).